Event description:
On (B)(4) 2013, it was reported that the patient passed away at home few days earlier ((B)(6) 2013) due to myocardial infarction. Attempts have been made for additional information, but they have been unsuccessful. No additional information has been provided.

Event description:
Further follow-up revealed that the physician indicated that the device had been programmed off and therefore the death was not related to vns therapy. The physician indicated that the patient had parkinson's disease and suffered a heart attack and that the death was not related to vns therapy. The device disablement was previously reported in MFR. Report # 1644487-2010-01378.

Event description:
The explanted product and a product return form were received by the manufacturer. The cause of death was listed as drowning. Additional circumstances surrounding the death were listed as atherosclerotic cardiovascular disease. Analysis of the explanted lead and generator did not reveal any anomalies or performance issues however, the entire lead was not returned.

Event description:
The national death index from the cdc website listed the patient's causes of death as drowning and submersion while in swimming pool, atherosclerotic cardiovascular disease, drowning and nonfatal submersion, and other ill-defined heart diseases.